Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure for trauma when transecting the tissue, there was poor staple line formation the staples were not able to form a b shape, which led to bleeding of not more than 500cc. The doctor had to use excess cautery to control the bleeding. The surgical time was extended by more than 30 minutes due to the device issue.